Event description:
Patient reported right side extracapsular rupture diagnosed by MRI. Healthcare professional later reported capsular contracture baker grade ii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported extracapsular rupture diagnosed by MRI. Device has been explanted. This record relates to the right side.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported, extracapsular rupture. Diagnosed by MRI. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Patient reported extracapsular rupture and capsular contracture baker grade ii diagnosed by MRI. The device has been explanted. This record relates to the right side.